Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use of the bd emerald¿ syringe the tip of the syringe at the luer end was broken during use (placement for infusion). There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: sample evaluation we have been provided with the affected sample. Visual inspection of the returned sample presented the tip broken. That confirmed the reported issue. Bhr review n/a. Investigation conclusion: root cause analysis the material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, we think that the syringe tip could break as a consequence of any imperceptible damage in the barrel at the moment of the use or some strong condition during handling or use of the product. Confirmation the returned sample presented the reported issue. We could confirm the reported issue. CAPA determination no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.